Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer cleared the alarm and reported that the pump supplies would be changed. Customer¿s blood glucose (bg) level was 219-240 mg/dl.